Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: intraoperative calcar fracture occurred in a (B)(6) woman. The surgeon reported poor bone quality due to osteoporosis. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
During amis surgery, at the femoral stem broaching, a small calcar fracture has occurred. The surgeon treated it with cerclage wire. Patient bone was osteoporotic. The surgery was completed successfully.